Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was drilling for the variable angle locking screw when part of the drill bit broke off inside the olecranon of the patient on (B)(6) 2016. The part was not retrieved and remains in the patient. There was no surgical delay or any additional medical intervention. The procedure was completed successfully. This is report 1 of 1 for (B)(4).